Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc checked the subject device and identified the reported phenomenon. Omsc found the air leak from the bending section where there was a pinhole inside the instrument channel of the subject device, but there were any damages except that part. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on those results, omsc concluded that the air leak from the bending section where there was a pinhole inside the instrument channel of the subject device was occurred because the laser was irradiated inside the instrument channel. Omsc surmised there was the possibility the laser probe broken into two pieces was attributed to the access to the channel with the excessive force, because there were no signs for the kink and the hard scratch on the instrument channel of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the laser probe combination use with the subject device was broken into two pieces while the laser was irradiated during the transurethral urinary lithotripsy procedure. The tip of the laser probe was outside the subject device when the laser probe was broken. But the laser was irradiated inside the channel of the subject device a while later, because the laser probe was broken. Finally channels and the bending section of the subject device was damaged and a part of bending section was gotten the pinhole. The user changed the subject device to the similar device and completed the procedure. There was no report of patient injury associated with this event.